Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08710 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted during testing. Device uploaded properly using care link. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 600 mg/dl and customer¿s blood glucose at time of incident was 540 mg/dl. Customer had symptoms as nausea, vomiting, abdominal pain and difficulty in breathing. Customer stated that they tied tubing and insulin pump did not give any alarm. The customer declined to troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.